Manufacturer narrative:
A ge service representative performed an on site investigation. The filament drive board was replaced and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the sys would not boot up. There is no report of injury or death associated with the event described in this complaint.